Event description:
It was reported that the mobile app unexpectedly crashed while customer was attempting to request a bolus. There was no reported adverse impact to the customer¿s blood glucose level. The issue was resolved when the customer restarted the app, which then continued to function as intended.